Event description:
It was reported that a balloon rupture had occurred. A percutaneous coronary intervention was being performed on a lesion. The 10mm x 2.25mm wolverine coronary cutting balloon ruptured at an unknown pressure. The procedure was successfully completed with a different device without further issue or patient injury.

Manufacturer narrative:
Device returned to manufacturer. The wolverine cutting balloon was returned and analysis was completed. The investigation identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was noted within the balloon and lumen which is evidence of a device leak. The returned device was attached to an inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified media that was present within the inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the media before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole located approximately 3mm distal to the distal end of the proximal markerband. The markerbands, blades and tip section of the device were visually and microscopically examined, and no issues were noted. All blades were present and fully bonded to the balloon material. A visual and tactile examination identified multiple kinks on the hypotube of the device, which is consistent with excessive force being applied to the device.

Event description:
It was reported that a balloon rupture had occurred. A percutaneous coronary intervention was being performed on a lesion. The 10mm x 2.25mm wolverine coronary cutting balloon ruptured at an unknown pressure. The procedure was successfully completed with a different device without further issue or patient injury.